Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Promus element plus,mr,ous 2.50x20mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. Stent strut row 1 on the distal end was deformed and pulled in a distal direction. The undamaged crimped stent od (outer diameter) was measured within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found a mid-shaft kink 15mm proximal to the proximal end of the port weld. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 31 jan 2019. It was reported that crossing difficulties were encountered. The target lesion was located in the calcified mid left anterior descending artery. Following pre-dilatation with 3 nc balloon catheters (2.0x15mm, 2.5x10mm, 3.25x12mm), a 2.50x20mm promus element plus drug-eluting stent was advanced with proper guiding support but failed to cross the lesion. The device was removed. No patient serious injury or adverse event were reported and the patient status was stable. However, returned device analysis revealed stent damaged.